Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care inc. Was informed of an alleged air injection involving a female patient that occurred on (B)(6) 2026, during a CT examination of the head and chest while connected to a medrad® stellant CT injection system (serial number (B)(6)). According to the information provided, air bubbles were observed on imaging within the jugular vein, encephalic vein, and superior vena cava. As a precautionary measure, the patient's legs were elevated and the oxygen concentration was increased from 25% to 50%, as directed by the anesthetist. No adverse health consequences were reported.